Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat symptomatic third degree uterovaginal prolapse, cystocele, rectocele, enterocele, stress urinary incontinence, and endometriosis and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of extensive pelvic floor reconstruction, including laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions, anterior/posterior colporrhaphy, intraoperative cystoscopy, and bilateral ligament sacrospinous ligament colpopexy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that post implantation the patient experienced urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01599. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of enterocele repair of a component of the posterior repair during mesh implantation. No additional information was provided.